Manufacturer narrative:
It was reported by the customer that allegedly the steer lock and brake has no resistance when pushed on it, does not work. A visual and functional inspection was scheduled to be performed by a stryker associate tech support specialist and a stryker medical field service technician. However, the repair was cancelled by the customer. Based on trending complaints, it was determined that the alleged issue of brakes cannot be engaged (false engagement of brakes) was likely due to broken/damaged brakes side control link. The issue was resolved for the customer by confirming that no action is needed from stryker at this time.

Event description:
It was reported that the device's steer lock and brake have no resistance when pushed on/does not work. The customer did not have the serial number of the device. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's steer lock and brake have no resistance when pushed on/does not work. The customer did not have the serial number of the device. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.